Event description:
During biomedical service on the transport isolette, the biomed engineer found the isolette internal battery corroded and leaking electrolyte throughout the battery bay. Bme found damaged wiring and negative battery post complete corroded and disconnected. There is extensive damage to interior of battery bay which will require re-work and surface protection. There was also extensive corrosion damage on all grounding posts on the interior battery bay. Device placed out of service to extensive repair work. Estimated battery age of 24 months 12vdc 28ah rating. Manufacturer response for critical care transport isolette, voyager transport (per site reporter). Awaiting manufacturer response and on-site visit to determine root cause of failure.